Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of a break in aseptic technique, fever and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was diagnosed with peritonitis manifested as cloudy effluent, abdominal pain and fever. The patient was hospitalized on (B)(6) 2011. On an unreported date, the patient was treated with unspecified antibiotics. According to the reporter, the cause of the peritonitis was break in aseptic technique. On (B)(6) 2011, the patient's pd catheter was changed. The event of peritonitis was ongoing. It was not reported whether the events of break in aseptic technique and fever resolved. It was not reported whether dianeal pd2 unknown bag was continued. The reporter did not provide an assessment of causality for the events of break in aseptic technique, fever and peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.